Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Charred tissue and blood were observed on the heating element. The heater wire was slightly flexed away from the hot jaw without detachment. The wire remained in place at the base and tip of the jaw. The shaft was observed to be bent at the center of the harvesting tool. No other failures were observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" and analyzed failure "material twisted/bent; shaft" were confirmed. The DHR for the vasoview hemopro 2 subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the material twisted/bent; wire are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.